Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during the procedure, while attempting to balloon a heavily calcified vessel, the balloon ruptured at an unk pressure. The balloon was fully retrieved from the vasculare and there were no reported pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the inflation lumen and hub. The balloon was loosely folded. There was a longitudinal rupture, 1 cm long proximally, 1mm distal to the distal marker. There were no scratches found. There was a kink in the hypotube 56.5 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.